Manufacturer narrative:
Continuation of d10: product ID: 37761, lot#serial#: unknown, product type: recharger, product ID: 37751, lot#serial#: unknown, product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was the patient reported that the rechargers desk top charger cord was coming apart where the connector pin was, the "little wire". The patient stated the issue had been going on for awhile (they confirmed it started in 2026) and that they'd been meaning to call for a while but they would always happen to call on the weekend or after 5 pm CT and it would say patient services was closed and they'd forget again until they went to charge the implanted neurostimulator and they would realize the cord was going to fall entirely apart soon and they wouldn't be able to charge their ins if that happened. A request was sent to the repair department to replace the desktop charger. Patient did not have the serial number of the device with them at the time of the call. Patient said they would call back when they had it to provide the number at a later time.